Event description:
The complaint states that pairing issue was reported. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a signal loss over one hour occurred. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).